Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The patient was running at the time of the shock. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.